Event description:
The customer reported the system displayed an x-rays disabled" appeared on the right monitor. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation . The boards were reseated and the interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.